Event description:
The tip broke inside the patient. The patient was not harmed, and the grasper was retrieved intact. No serious injury was reported.

Manufacturer narrative:
The device was returned, decontaminated, and visually inspected. Upon inspection and functional testing, the complaint of a damaged tip was confirmed. Visual evaluation indicates this failure may be due to excessive force applied to the jaws. If the device is used in such a way that the jaws are fully opened and then forcefully engaged with tissue or another object, the applied stress may exceed the design tolerance. This can result in the crimp pin becoming the failure point, ultimately leading to breakage due to shear stress. This type of defect is not common. Microline will continue to monitor for similar occurrences. It is important to note that all devices undergo 100% final inspection for defects and damage prior to release. Therefore, it is unlikely that the device left microline in this condition. The complaint is confirmed. A possible root cause is likely due to excessive mechanical force during use.

Manufacturer narrative:
At this time, microline surgical is awaiting the device back. Once the device is returned and an investigation is completed, a final adverse event form will be submitted with more information.

Event description:
Tip broke inside of patient. Patient was not harmed and the grasper was retrieved intact. No serious injury.